Event description:
The customer reported a problem with their insulin pump battery, which would not charge, yet no power source alert was received. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted several troubleshooting steps, including trying different wall outlets, adapters, and cables, but the charging issue persisted. Technical support decided to replace the pump. In the meantime, the customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was instructed to put the pump in storage mode and return it with a prepaid label.